Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that the trocar valve was leaking during the procedure. The product was not replaced and the procedure was completed without harm to the patient. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The finished good consumable lots were manufactured with eight valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. Six lots had no anomalies found based on the device history record reviews. No additional investigation is required based on device history. A complaint history examination indicates that this is the fourth complaint received against the trocar component lots for leaking. No sample was returned and the device history record review of the lot numbers provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the leaking trocar experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. However, an investigation has been opened to improve the trocar valve performance. (B)(4).